Event description:
The account alleged the bed exit will not set. No injury reported.

Manufacturer narrative:
The account was setting the bed exit before putting the patient on the bed. The technician walked through the process with the nurse and explained the patient has to be on the bed before the bed exit alarm is set, user error.